Event description:
It was reported that a user experienced an initial scan error while attempting to pair a freestyle libre 3 plus sensor with the ilet app, after which a subsequent scan was successful and the sensor entered the standard warmup period following guidance from support. No adverse clinical symptoms reported. Outcomes included successful pairing without alerts or alarms and no need for medical care. User support included remote troubleshooting and user education regarding correct pairing workflow and sensor warmup. Investigation of this case revealed no device malfunction and suggested user technique or transient communication interference as the cause of the initial unsuccessful scan, with device and sensor components functioning as intended on reattempt. It was concluded, based on previously established findings for similar reports, that the cause was use error and normal device operation.